Manufacturer narrative:
The complaint investigation for a false nonreactive alinity I syphilis tp result included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, device history record review, and testing of retained reagent kits of the complaint lot number. Trending review determined no related trend for the issue for the product. Sensitivity testing was performed using an in-house retained kit of lot 20451be01, stored at the recommended storage condition. All specifications were met, and no false reactive results were obtained, indicating that the sensitivity performance is not negatively impacted. Device history record review did not identify any non-conformances or deviations with the likely cause lot and complaint issue. Manufacturing documentation for the likely cause lot was reviewed and did not identify any issues. Labeling was reviewed and sufficiently addresses the customer's issue. Based on the information provided and abbott diagnostics¿ complaint investigation, no systemic issue or deficiency of alinity I syphilis tp, lot number 20451be01, was identified. Health effect - impact code added to h6.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available. Initial reporter phone complete entry = (B)(6). This report is being filed on an international product, list number 07p60-77, that has a similar product distributed in the us, list number 07p60-31.

Event description:
The customer observed a false nonreactive alinity I syphilis tp result for a (B)(6) year-old male nephrology patient. The following data was provided (<1.00 s/co is nonreactive, >/=1.00 s/co is reactive): initial result was 0.8 s/co. The trust result was negative. The johnson stat test and the industrial scientific colloidal gold strip test were positive. The manual tppa result yielded by the japanese fujitsu reagent was 1:80x weakly positive. The patient¿s previous abbott generated result from (B)(6) 2019 was 1.16 s/co and a 0.98 s/co in the subsequent testing process. There was no impact to patient management reported.